Event description:
It was reported that the patient had a loss of therapeutic effect. A week prior to the report the patient saw his health care provider (hcp) and the hcp tried to program with advanced features. The patient was slow to respond after the changes, "usually three days," and it was reported that the patient was worse at the time of the report. The patient just could not "stand it" and was going "crazy." The patient was not "doing well" after his last device replacement and the programmer worked "very good" with the older product, but an unspecified person did not appear interested in learning the new system and utilizing the new features. The patient switched to a different practice and after one month working with the new programmer it was determined that the "wires were not hooked up correctly." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748266, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748266, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v010169, implanted: (B)(6) 2006. Product type: lead. (B)(4).